Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was noted to be depleting quickly. The customer was unable to recall last time the pump was charged and declined tandem technical supports request to look in the history. Customer was advised by tandem technical support on proper charging instructions. It was also reported that the customer received multiple cartridge error messages while attempting to load a cartridge. The customer was able to complete the load sequence with a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting for the battery issue with the customer. However, no additional information was provided.